Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR.: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 99% stenosed target lesion was located in the severely tortuous and severely calcified external iliac artery (eia). A non-bsc short sheath was placed. After a non-bsc guidewire was advanced to cross the lesion, predilation was performed with a 4mm coyote es balloon catheter. An epic stent was then deployed. Following stent deployment, an 8.0mmx20mmx40cm (4f) sterling balloon catheter was advanced for post dilation. However, upon the first inflation, the balloon ruptured at 6 atmospheres after a duration of 5 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.